Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It was mentioned that the sheath was prepped according to instruction for use (IFU) and standard institutional practice. After insertion into the left atrium and removal of the dilator, the sheath was aspirated and flushed. Upon insertion of the farawave catheter, air was observed in the flush port during aspiration and flushing. The farawave catheter was removed and reinserted coaxially. Air was seen in the flush port despite multiple attempts. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned. It was further reported that no fluid leak was noted and no air seen in the patient. There was no damage to the sheath or catheter. The faradrive dilator, rosen wire and farawave nav catheter were inside the sheath prior to and or at the time air was observed. The catheter was on a pressure bag for irrigation.